Event description:
It was reported that the customer had an off no power alarm. Customer used a brand new (B)(6) aaa battery. Customer had a low battery alert in the alarm history. Pump was not bumped or dropped. Customer had unattended alarms and stated that the battery cap was okay. Customer stated that this is the second occurrence of an off no power alarm without a low battery alert. The alarm occurred during normal use. Insulin pump will be replaced. Customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.